Event description:
Bio-med sent pump in for service with a report of a low infusion rate on channel "a". This was found during routine preventative maintenance testing and there was no patient involved. Discussion with hospital staff revealed no reports of a patient injury or adverse effects related to this device.